Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had light not working on the scope which made the image unable to be visualized. The issue occurred during a diagnostic endobronchial ultrasound procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detached distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer reported "light not working on the scope which made the image unable to be visualized" was due to a degradation problem identified and an electrical/electronic component problem identified. The most probable cause of the additional finding of "detached distal end" was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.